Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced, resolving the reported complaint.

Event description:
The hospital reported the unit had a broken rear caster. There was no report of patient involvement.